Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. No failed battery test alarms noted. Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Unit passed a21 error test and self-test. No unexpected a21 error alarms noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with minor stained end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 250 mg/dl. The customer stated that the battery in the device is complete dead and the button are unresponsive. The customer stated that the device may have been exposed to water but not sure. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer declined a21 troubleshoot but it was explained to her. The customer also declined troubleshoot for high blood glucose and battery alert.